Event description:
It was reported that, "when inserting cup, the adm impactor came loose. It was checked and readjusted but didn't hold cup."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.